Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with melena and recurrent acute blood loss and anemia. The patient had an upper gastrointestinal bleed. The patient had 2 jejunal arteriovenous malformations (avms) which were cauterized and not bleeding at the time of imaging. The patient had iron deficiency anemia. The patient was hospitalized and changes were made to the patient's medication. The event resolved without sequelae on (B)(6) 2019. Gastrointestinal bleeding was confirmed. 2 jejunal avms were cauterized. The patient underwent a small bowel enteroscopy.